Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, upon full deployment, the valve dislodged. The dislodgement occurred due to the 26 mm valve being undersized and the patient anatomy. A second transcatheter bioprosthetic valve, 29 mm, was required and implanted independently from the initial valve. No additional adverse patient effects were reported.